Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who observed a call your doctor screen today; they didn't know what the three-digit code was. Thecall center reviewed it was likely a power on reset (por). Also, a por was observed on the cp so the call center walked the caller through on clearing it. Later on that day, rep called back saying the patient had 1-2 falls and a loss of therapy. The caller mentioned the patient was with the hcp now checking the system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a consumer and a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stopped feeling stimulation, so they went to increase stim and saw the por message and cannot get past it. No recent emi, only lab work has been done. The patient was redirected to follow up with their hcp.